Event description:
Pt's mother stated that the pt's blood glucose levels were elevated during the first day of I-port wear. On the second day of wear, pt's blood glucose levels reached the 400's, so the pt's mother took the pt to the hospital. Upon arrival at the hospital, the device was removed and it was observed that the cannula was bent and the adhesive patch was moist with medication. Pt was administered an IV and insulin drip. Pt was released from the hospital following a two night stay with blood glucose levels within an acceptable range.

Manufacturer narrative:
The I-port worn prior to admittance to the hospital was thrown away by the physician at the hospital so it was not available to return for eval. Caller did not claim that the pt suffered permanent effects from the adverse events.